Manufacturer narrative:
Additional information was received that the patient's symptoms were not device related. The patient underwent an ipg replacement procedure. The patient was reportedly doing well postoperatively.

Event description:
A report was received that the patient's ipg was not charging and was not able to hold a charge. The patient will undergo a procedure wherein the ipg will be replaced.

Manufacturer narrative:
(B)(4). Device evaluation indicated that the complaint about the device not holds a charge effectively was not verified. Upon receiving, the device was in hibernation, and it was charged fully in one charging cycle. Two concurrent programs were active. The battery depletion rate and sleep current were within the expected ranges when the device was turned off. Device exhibits normal charging and discharging characteristics. The source of the numbness/tingling was not determined. The monitored stimulation on an oscilloscope found that the outputs were consistent, and amplitude/pulse widths were verified to be correct on all the electrodes. Current leakage tests and residual gas analysis verified no loss of electric current into the surrounding tissue as a result of faulty insulation. The ipg passed all the required tests and revealed no anomalies.

Event description:
A report was received that the patient's ipg was not charging and was not able to hold a charge. The patient will undergo a procedure wherein the ipg will be replaced.

Event description:
A report was received that the patient's ipg was not charging and was not able to hold a charge. The patient will undergo a procedure wherein the ipg will be replaced.